Event description:
It was reported that the 'ok' button is unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'up' and 'ok' buttons were found to be intermittently responsive. The keypad was removed and adhesive was observed under the button contacts. The 'ok' button contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).